Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The downstream occlusion (dso) sensor was damaged, and the motor was defective. The dso sensor and motor were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the device had the following issue: purge of the pump impossible. The event took place before patient use. There was no patient involvement.